Manufacturer narrative:
(B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: (B)(4) 2015: zero-p implanted at c5-6; it is unknown which screw hole the surgeon was working on when the plate broke off spacer. There was a 5 - 10 minute surgical delay.

Manufacturer narrative:
Patient information is not available for reporting. Expiration date: june, 2018. The device was not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturer date: june 23, 2008 ¿ expiration date: june, 2018 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a plate separated from a peek spacer during the insertion of a zero-p implant on (B)(6) 2015. The device was attached to the aiming device; however, when the surgeon was using the awl, the plate separated from the spacer. The spacer remained in the patient. The surgical team attempted to put the implant back together, but the surgeon was not confident that the implant would be effective. As a result, the device was removed and another zero-p was implanted. There was a surgical delay of five (5) to twelve (12) minutes. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: one zero-p implant 6mm height, lordotic-sterile (part 04.617.126s, lot 1896433) was returned with the peek spacer separated from the titanium implant. Per the complaint description, the two components became separated while the surgeon was using the awl. Using the awl off axis or impacting the awl could have caused the complaint. This complaint is deemed confirmed. Per the technique guide, the returned spacer is part of the zero-p stand alone spacer system used in cervical interbody fusion which combines the functionality of a cervical interbody spacer with the benefits of an anterior cervical plate. The implant is designed to have a semi-rigid connection between the plate and spacer. The intent for this design was to decouple the plate from the spacer, so the plate could perform similar to an anterior plate, and the spacer could perform similar to an interbody spacer. This decoupled design scheme is meant to minimize the stress between the plate and spacer. Thus, the plate and spacer were designed as separate parts that have complimentary mating features that are keyed to only assemble in one direction. A caution note is included in the technique guide stating ¿take care that the awl does not move the implant relative to the vertebral body. For particularly hard bone, drilling is recommended to minimize implant movement.¿ device history record review showed there were no issues during the manufacturing of the product that would contribute to the complaint condition. Excessive impaction may have caused the dissociation. The plate and spacer are designed to dissociate during excessive loading conditions. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. No product design issues or discrepancies were observed that may have contributed to the complaint condition. A zero-p implant was implanted on (B)(6) 2015; however, the complained zero-p implant was not implanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.